Manufacturer narrative:
Index procedure: additional information received indicated that the proximal circumflex target lesion (lesion#1-1) was reported to be: de novo, eccentric, moderately calcified, and had an angulation greater than forty-five degrees (>45 degrees) and less than ninety degrees (<90 degrees). The lesion was pre-dilated. A cypher select 3.0x18mm stent was implanted at 14 atm. An additional cypher select 3.0x23mm stent was implanted at 12 atm. Lesion #1-2: the target lesion was right postero-lateral branch (rpl). The lesion was reported to be: concentric, moderately calcified, 20-30 mm in length, 2.5mm vessel diameter, and angulated greater than ninety degrees (>90 degrees). A cypher select 2.75x18mm and a cypher select 2.5x33mm stent were implanted. Lesion #1-3: the target lesion was the mid left anterior descending (lad) coronary artery. The lesion was reported to be: moderately calcified, 15-20 mm in length, and an angulation of greater than forty-five degrees (>45 degrees) and less than ninety degrees (<90 degrees). Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2007-00911.

Event description:
The report received from the foreign country's registry indicated that twelve days after the index procedure, the patient was hospitalized. An occlusion in the previously implanted cypher select 3.0x18mm and cypher select 3.0x23mm stents was reported. The target lesion was the proximal circumflex. The occlusion was treated by placement of an additional cypher select 3.5x13mm stent. The event was reported to be possibly related to the study device and unrelated to the study procedure.